Manufacturer narrative:
The photo analysis was completed on 12-oct-2023. It was reported that a patient underwent a cardiac ablation procedure with a celsius¿ electrophysiology catheter. After connecting the catheter to a st. Jude medical radiofrequency (rf) generator and recording system, the physician inserted the catheter into the patient. Something abnormal was seen on the xray so the physician removed the catheter from the patient. The physician deflected the catheter, and the curve appeared abnormal. When checking the catheter closely, it appeared to be defective. The catheter is not coated and wires can be seen. There were no lifted nor sharp rings and there was no resistance during insertion and removal of the catheter. Photo analysis details: a picture was received for evaluation following biosense webster's procedures. The pictures provided by the customer does not provide sufficient information related to the deflection issue reported by the customer. Therefore, no results can be obtained from it. Also, the coating issue reported by the customer is related to the anchor window and this is part of the design of the catheter. No anomalies were observed on the catheter. A manufacturing record evaluation was performed for the finished device lot 30890253m, and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a celsius¿ electrophysiology catheter. After connecting the catheter to a st. Jude medical radiofrequency (rf) generator and recording system, the physician inserted the catheter into the patient. Something abnormal was seen on the xray so the physician removed the catheter from the patient. The physician deflected the catheter, and the curve appeared abnormal. When checking the catheter closely, it appeared to be defective. The catheter is not coated and wires can be seen. There were no lifted nor sharp rings and there was no resistance during insertion and removal of the catheter. The issue with the curve of the catheter was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The wires exposed issue is MDR reportable.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)